Manufacturer narrative:
Evaluation summary: one sample of cuffless endotracheal tube was received for evaluation. The sample was received sealed inside its pouch. A visual inspection was performed and it was observed a sticky residue on the length tube, the reported failure mode is confirmed. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was found to have sticky residue on it when returned for analysis. There was no patient involvement.